Event description:
It was reported that the patient presented in clinic. It was noted that backup VVI of unknown origins was observed on the Implantable Cardioverter Defibrillator (ICD). When attempting a device download, loss of communication occurred and an error message was observed. Several attempts were made to communicate with the ICD using different programmers but were unsuccessful. Only wand telemetry was available. Battery indicators were normal upon last interrogation in (b)(6) 2025 with more than a year left before reaching the elective replacement indicator (ERI). A magnet was placed over the device to inhibit therapies during an explant procedure. The ICD was explanted and replaced. The patient was stable before, during and after the procedure.